Event description:
This is filed to report leak. It was reported that during preparation of a clip delivery system (cds), a water leak was observed from the lock lever. The lock lever cap was tightened tightly, but the lock lever still had a water leak. Therefore, the cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.